Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, gained access to the common bile duct with the preloaded guidewire. The physician attempted to perform a sphincterotomy but the device would not bow completely. The physician did apply current but could not get a proper cut due to the device's inability to bow completely. The device was removed and the procedure was completed with another autotome rx sphincterotome. The device was reported to have no visible damage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; melted/split extrusion.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The customer report of a system error 2240 alarm was not confirmed or duplicated during evaluation. The root cause of the alarm was undetermined. A batch review was not performed as the lot number was unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported a system error 2240, which occurred during the 3rd dwell of 3 cycles. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been reported to be available for evaluation. A follow-up report will be sent upon completion of baxter's investigation.